Event description:
The pt had a nail in the femur that had been taken out. The femur was reamed to almost 15.5mm when it locked up. The reamer curled up on itself and caught the dr's gloves. The dr changes gloves, then tried to back the reamer out. The reamer broke in two at the hub of the drill. The team worked for 1-1 1/2 hours and retrieved all but the head of the reamer. The piece remaining at the shaft of the femur was approximately 1" x 1 1/2".